Event description:
Philips received a complaint by the customer on the v60, indicating that while in use, at the time of a standby mode, the mask was put on the patient, but the device did not restart. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and the reported issue was not duplicated by a check performed. Functional test in relation to the reported issue was performed and no abnormality was observed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).